Event description:
It was reported that the pt with compression fracture underwent a spinal procedure with posterior fixation from t12-iliac. Approx 10 months post-op a rod was broken at l3-5. Pt underwent a revision surgery.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to spec. Unable to determine cause of the event.